Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 150 mg/dl. Nothing further reported.

Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners and reservoir tube lip. Unit received with minor scratched lcd window. Unit received with loose / flush drive supportdisk.